Event description:
The patient was revised due to subtrochanteric fracture. During the surgery, the nail was stuck in the femoral canal and was very difficult to be removed. The nail was finally removed and 1800ml blood was lost during the surgery. The surgery was extended by 90 minutes. After the surgery, the patient was in ICU. The patient died.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.